Manufacturer narrative:
Review of the manufacturing records of the involved lot was performed and indicated that it was manufactured in accordance with company specifications. No device failure was indicated in the original procedure or in the explanted implants at the time of revision. The explanted screws were not returned for investigation. An incidental dural tear (idt) is a relatively common complication during spinal surgery. Many factors influencing the incidence of idt have been reported in the literature, including surgical complexity, surgeon's experience and patient factors, such as older age, sex, primary disease, and previous surgery. Pedicle screw loosening is a known complication of spinal fusion and orthopedic fixation procedures. Screw loosening may be attributed to multiple factors including bone quality, patient's age and weight bearing forces as well as surgical technique. The rate of dural tears and screw loosening associated with premia spine procedures remains below the rates reported in the published literature for spine fusion procedures. Dural tears are typically identified and repaired intraoperatively or during the immediate post-operative period. It is uncommon for dural tears to be first identified two months following surgery. In contrast, pedicle screw loosening is generally a progressive process that develops over time. Two attempts were made to contact the surgeon to obtain additional clinical information regarding the screw loosening and the durotomy in order to further assess the event. As of the date of this report, no response has been received. Should further relevant information become available, a supplemental report will be submitted.

Event description:
The company was informed of a revision case of the tops system in the us approximately two months post-implantation. The procedure involved a durotomy repair and the removal of a pain pump. Intraoperatively, two 6.5x50mm pedicle screws at l5 were identified as loose; these were explanted and replaced with 7.5x50mm screws. Additionally, two l4 set screws were replaced and the tops implant was subsequently reimplanted.